Event description:
Received a call from a fire marshall alleging, a fire occurred in an apartment complex where a pride powerchair was located. The user passed away from injuries sustained from the fire.

Manufacturer narrative:
Device eval anticipated, but not yet begun. A follow up report will be submitted upon completion of investigation.